Event description:
Suprapubic foley catheter inserted. Four weeks later, attempts to remove the catheter were unsuccessful as the balloon would not deflate. Pt was taken to the or where a cystoscopy was performed to deflate the balloon and remove the catheter.